Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen resolution was lighter in color. Pump was being used for demonstration purposes and not being used by a customer at time of event. Reportedly, pump was replaced.